Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly, catheter body dried drug, blood or foreign material occlusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter; product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 09-jun-2018, (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-jul-2011, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid, dose and concentration not reported via an implantable pump. The indications for use were spinal pain, non-malignant pain and other non-malignant pain. On (B)(6) 2018 the patient reported that there was a problem with their catheter which needed to be replaced. The patient was not sure what the exact problem was with the catheter but indicated that a dye study was performed, and she thinks a kink, or something was found. The patient was scheduled for a catheter replacement on friday. No patient symptoms reported, and no further complications were reported or anticipated.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep) on 2018-dec-31. The patient was receiving 10mg/ml of dilaudid at 2.603mg/day and 12mg/ml of bupivacaine at 3.124mg/day. It was reported that the patient had a reservoir volume discrepancy at a refill (date unknown) and the physician tried to do a dye study, however, they were unable to aspirate the catheter. It was unknown when the dye study was attempted. Therefore, a revision was scheduled. A new pump and catheter were implanted, and the catheter was revised during the procedure on (B)(6) 2018. It was determined that the blockage was at the sutureless connector, and it was also reported the sutureless connector was the cause of the blockage. The sutureless connector was cut off at the end near the pump connector and the remaining catheter was tied off and left in place. It was indicated the rep was in possession of the pump and the explanted catheter segment and planned to return the devices for analysis. The rep was not aware of any environmental/external/patient factors that may have led or contributed to the issue. It was reported the issue was resolved at the time of the report (2018-dec-31). The patient's status was provided as alive - no injury. Other medications being taken at the time of the event and patient medical history were not available.

Manufacturer narrative:
The patient, device, and evaluation codes are only applicable for product ID 8731sc lot/serial# (B)(4). The evaluation code-conclusion has been changed to 67. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.